Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device is related to the reported event deflation received on august 17, 2023, with lot number 1435054. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage. Additional observations: ¿ creases were observed. ¿ white particles observed on the surface of the shell. ¿ wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a "left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.